Event description:
It was reported to philips that flex vision pc failed to complete the power on self test (post). The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the post (power on self test) did not show the flex pc in the logs after the flex pc replacement. Upon troubleshooting rse found that the issue was most likely caused by a dead on arrival (doa) flex pc installed by the customer. The rse troubleshot the issue by comparing the log of the day (lod) with the previous day's logs, verifying the post (power on self test) results, conducting a diagnostic review using the download board software, and confirming the flex pc¿s status. To resolve the reported issue, the customer reinstalled the old flex pc after determining that the new one was dead on arrival (doa). After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.